Manufacturer narrative:
Device not available for evaluation. Device not evaluated by manufacturer - no product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened. (B)(4).

Manufacturer narrative:
(B)(6) 2014: the patient presented with right knee pain and underwent an MRI of the right knee. (B)(4).

Event description:
It was reported that a revision surgery was performed due to pain, swelling, ankylosis, and loss of range of motion. The patient underwent an extensive synovectomy and manipulation revision of the tibial spacer. No evidence of infection. Per the op notes, spacer was removed and there appeared to be two posterior pseudomenisci. These were resected. Post op, on (B)(6) 2015, the patient underwent an effusion of the knee and was given an ace wrap. On (B)(6) 2015, the patient presented with a non healing wound and was given a topical cream and the issue resolved on (B)(6) 2015.